Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) study. It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on the left side (B)(6)2008 due to periprosthetic fracture.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date; date implanted; manufacture date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in a clinical study underwent left total hip arthroplasty on an unknown date. Subsequently, a revision procedure was performed on the left side (B)(6) 2008 due to periprosthetic fracture. Operative notes received indicate the fracture was caused by patient fall.